Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4) . Evaluation summary: this report was confirmed in the lab for a broken occluder foot. The root cause was undetermined. A batch review for the manufacturing lot number could not be done since the lot number was unknown. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A patient called baxter (B)(4) and reported that the liquid cannot be stopped even if closing the clamp. The patient did not use additional disinfectant. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.